Manufacturer narrative:
The company service representative examined the system and replicated the problem reported. The optical coherence tomography (oct) reference mirror was hanging up on the linear stage causing the depth displacement. The company service representative ordered a replacement reference arm mirror/stage assembly. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming reference arm mirror/stage assembly. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported it was noted on the images of the lens scan that the blue reference line was not intersecting the cornea as it should have been.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during laser assisted cataract surgery the patient had 360 degrees of incomplete capsulotomy. Upon entering the operating room, the surgeon noted an anterior capsular rent outside the intended capsulotomy diameter. There was no laser penetration through the intended capsulotomy area. The surgery was completed with a different intraocular lens selection due to lack of support for the intended lens.